Event description:
It was reported that the device had no pacing on both the atrial and ventricular channels and undefined impedance on both leads. The device was explanted and replaced. During the replacement procedure, both leads were tested with no issues. The leads remain implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 407458 lead (B)(4).

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.